Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported during the implant procedure that the helix would not extend prior to implant. (B) (6) 2009 rec'd with report of same and dissatisfaction. The lead was not implanted. No patient complications have been reported as a result of this event.